Manufacturer narrative:
Additional information: section d9 - device available for evaluation? Yes. Section d9 - date returned to manufacturer: december 30, 2024. Section h3 - device evaluated by manufacturer? Yes. Device evaluation: the lens received was inspected under magnification. The lens was cleaned and presented with damage to the optic body, and cosmetic scratches. No further evaluation was performed. The complaint issues reported were not identified during product evaluation. The other observed issues during product evaluation could not be confirmed to be related to the manufacturing or design process. Conclusion: based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction identified. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a3, a4, a5 and a6: unknown, as information was requested but not provided. Section b3 - date of event: exact date does not apply, between implantation on the (B)(6) 2024 and the examination on the (B)(6) 2024. Section e1 - email address: unknown, as information was requested but not provided section e1 - telephone number: (B)(6). Section h3 - the intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. Section h6 -health effect - clinical code: 4581: incision was enlarged an attempt has been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that about one week after the preloaded toric intraocular lens was implanted, the patient's distant visual acuity didn't improved much. The distance visual acuity was 0.6 with the naked eye and near visual acuity was 40 cm with 0.2. The patient did not present with any corneal abnormality or fundus disease. The patient is under observation, but the implantation of a lens from a different manufacturer is being considered. There were no patient injuries, and no other medical intervention was required. Through follow-up we learned, that the lens was explanted on (B)(6) 2024 and the incision was enlarged. A lens from a different manufacturer was implanted. The preoperative uncorrected visual acuity was 0.3 and the corrected visual acuity was 0.8. The postoperative uncorrected visual acuity was 0.6 and the corrected visual acuity is unknown. No further information was provided.